Event description:
During the procedure the surgeon noted part of the ceterix device had broken. The device was immediately removed from the field and replaced with a new device. Surgeon requested an x-ray be taken. After the procedure was done, x-ray completed. Surgeon verified no foreign objects remained.